Event description:
Information was received from the consumer regarding a patient implanted with a neurostimulator for spinal pain. It was reported that an informational power-on-reset (por) was seen on the recharger along with a charge the implantable neurostimulator (ins) screen. It was noted that the por was not related to an overdischarge but the patient did have a CT scan a week ago wednesday (which was unrelated to the ins therapy/device). The patient had not tried to use the therapy since. Additional information received from the manufacturer¿s representative on dec. 12, 2016 confirmed that the patient had a CT scan a couple of weeks ago after which the stimulation turned off, had a por, and could not turn it back on. A ¿dr image¿ screen was seen. The patient had talked to someone from the manufacturer and was walked through a physician recharge mode (prm) which did not resolve the issue. Follow up information received reported that as part of troubleshooting, the patient synchronized the patient programmer to the ins and saw a discharged ins screen then a por screen. The manufacturer¿s representative was able to clear the por with the patient¿s programmer. The ins was also interrogated with the clinician programmer and a 0x400 code was seen on the screen. The patient was able to charge and was happy with the therapy. No surgical interventions were performed or were planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.